Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of intermittent loss of sensing and high threshold was not confirmed in the laboratory. The electrical continuity measurements of the lead were within specification.

Event description:
It was reported that the lead exhibited high pacing threshold. Intermittent sensing was also observed. The lead was replaced.